Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2009, the patient underwent a posterior lumbar spinal fusion procedure using rhbmp-2/acs, and alphatec interbody cages, and alphatec posterior pedicle screw instrumentation.

Event description:
It was reported that the patient underwent l3 to l5 decompressive laminectomy with bilateral medial facetectomies and foraminotomies and left l3-4 and l4-5 diskectomies in (B)(6) 2009. On (B)(6) 2011 the patient presented with bilateral lower extremity paresthesias and weakness. MRI of the lumbar spine indicated ¿l5-s1 postoperative changes with mild disc bulging and suspected moderate bilateral neural foraminal narrowing.¿ it was reported that the patient developed injuries following the use of rhbmp-2/acs.